Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain, has sustained permanent injury, and permanent and substantial physical deformity, and has or will likely undergo corrective surgery or surgeries.